Event description:
A customer reported he was not able to perform his blood glucose test with his freestyle freedom blood glucose meter because his meter was not turning on. He reported losing consciousness and felt his blood pressure dropping, sweating, a bad cough and diarrhea. The customer reported being treated at the uci hospital for severe hypoglycemia with intravenous fluids and also he thought receiving insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned his meter. The complaint is still under investigation and a follow-up report will be filed once the investigation is complete.